Manufacturer narrative:
Concomitant medical products: 5554, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection, pyrexia and redness at the pocket site. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.